Event description:
The customer reported that the shock button would not work when in use on a pt. There was no report of negative pt impact. A second defibrillator and was used to delivery energy.

Manufacturer narrative:
(B)(4): the customer reported that the shock button would not work when in use on a pt. There was no report of negative pt impact. A second defibrillator was used to delivery energy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.